Manufacturer narrative:
(B)(4). The unit will be investigated by a maquet service technician a supplemental medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
During patient treatment the device displayed a "ac voltage alert" alarm. Unit was changed to another unit that did not alarm. (B)(4).

Manufacturer narrative:
(B)(4). According to the service report #(B)(4) the reported error message "ac voltage error" could be confirmed. Due to the reported failure, the power supply unit was replaced. The repair, complete preventive maintenance, full functional, calibration and safety tests as per service manual were performed successfully. The defective power supply unit has been requested to be returned to the manufacturer for further evaluation.

Event description:
(B)(4).